Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified shunt. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. The balloon was inflated three times at 20, 22, and 24 atmospheres, respectively. However, during the fourth inflation at 22 atmospheres for 80 seconds, the balloon ruptured. No patient complications were reported and the patient's status was good.